Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient stated recharging her ipg takes a long period of time. In addition, the patient stated the device has never held a charge. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative.